Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Arjohuntleigh rec'd a complaint where it was indicated the safety belt hook which attaches the belt to the device broke. The customer could not confirm if the hook broke in use or was found broken before use, because of that we find this complaint to be reportable to the competent authorities in abundance of caution. Arjohuntleigh has not rec'd any info regarding pt involvement nor injuries. In the IFU delivered with the device, the requirement of use a belt is described as obligatory. The safety belts should be used with the alenti to unsure the pt seats in correct position. Additionally to avoid pt falling the caregiver has to check if the pt is well positioned on the chair when sitting straight upright, with his/her buttocks at the back of the seat - with his/her back against the backrest and with the hands on the hand rest. When reviewing similar reportable events, we have found a very low number of cases with similar fault description (safety belt hook broke during use). Please note that to date, there has not been a pt drop nor a serious injury reported to us, related to this issue. The trend observed for all complaints for alenti safety belts is currently considered to be noticeably increasing. We could establish if the hygiene chair (alenti) was being used for pt handling at the time of event. During on site inspection and our investigation, we are able to find a deficiency with the lift (alenti). The lift was inspected by our rep that visited the customer site and was found to have been to specification at the time of inspection: a broken belt hook. From our investigation, it appears the most likely root cause for an event where the alenti safety belts hook breaks is incorrect design of the belt's hook or material used. Above described failure mode does not have to appear on every device. Based on the findings, the engineering change has been requested, currently the modification is already validated and has been implemented on new devices. By sending this report we do not wish to indicate that the issue of a broken hook necessarily can lead to serious injury or worse, but we report in the abundance of caution while we further investigate the overall issue and the associated risk. Once this is established we may change our reporting stance on the issue.